Event description:
It was reported that during a kidney cyst resection procedure, the footswitch was broke. Used another one to finish the or. The color of the cable is black. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the unit was inspected and tested and found the footswitch cable to be the problem. The footswitch cable was replaced and a functional test was completed.